Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2005, the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up images identified a proximal type I endoleak. It was reported aneurysm growth of an unknown amount was reported. It was reported disease progression caused the endoleak. On (B)(6) 2016, the patient was implanted with an aortic extender component to treat the type I endoleak. It was reported three endostaples were also implanted. The endoleak was resolved and the patient tolerated the procedure.